Event description:
The patient experienced increased spasticity. A dye study was done; date and results not provided. On (B)(6) 2011, a pump motor stall with no recovery was confirmed in the event logs; the motor stall was caused by the patient having an MRI. The patient had been out of the MRI for approximately 30 minutes at the time of this report. The device system was used to deliver lioresal 2000 mcg/ml at 480 mcg/day. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).